Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) could not manipulate pump and stated that was too hard to inflate and deflate the device. Those concerns were confirmed by the physician. As a result, the pump was explanted and replaced with tenacio pump. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).